Event description:
It was reported that the right ventricular lead had varying impedance and high thresholds. The lead was capped and replaced. The patient's ecchymosis is resolving. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.